Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: the device showed (power supply loss) message even with ac connected . No patient harm or consequences.